Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted on (B)(6) 2010; evolutr-29-c transcatheter valve, implanted on (B)(6) 2015; dtba1d1 crtd, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.